Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Periprosthetic acetabular fracture aw + quadrilateral plate + dome impaction in case of non-integration of the acetabulum. Tp change right.